Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they been experiencing low blood glucose with levels in the 30 mg/dl range at the time of the incident, but the sensor glucose levels were around 300 mg/dl. The customer is concerned that the insulin pump is giving them too much insulin, even delivering insulin while suspended, or not giving them insulin when it should. The customer used carbs, sugar, juice, and protein to treat. The customer was not below 70 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.